Event description:
It was reported a proxis device was used during a percutaneous coronary procedure. A perforation of the saphenous vein graft (svg) to the right coronary artery (rca) occurred. A covered stent was placed and the pt was reported to be recovering. The name of the physician in this case was unk. Additional info was not available.

Manufacturer narrative:
One 7f proxis long sheath assembly and inflation device were visually inspected and functionally tested. The proxis sheath assembly had been attached to the inflation device; no sheath distal tip damage or other contributing visual anomalies were noted. No functional anomalies were noted with the sheath; the balloon outside diameter measurement and inflation time was consistent with the specification. No functional anomalies were noted with the inflation device; the inflation and deflation pressure measurements were consistent with the specifications. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The proxis flow control system instructions for use (IFU) cautions that vessel damage or vessel trauma is a possible risk associated with the use of the proxis device. The proxis flow control system instructions for use (IFU) states to pay special attention when advancing or withdrawing the proxis system or procedural devices. Never push, withdraw or torque any component that meets resistance, as this could cause kinking or breaking. If resistance is felt or noted, use fluoroscopy to help guide device manipulation. Always use wire support for advancement and retrieval of system components. The proxis device instructions for use (IFU) state the proxis system should be carefully manipulated only while under fluoroscopic observation that provides high-resolution images so as to reduce vessel injury.